Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader produced an error 2 message. He further reported that on (B)(6) 2018, due to this issue, he could not receive a reading so he self-administered a glucagon injection.

Manufacturer narrative:
Visual inspection was performed on the reported reader. No issues were observed. Reader turned on with button after charging. An error-2 appeared on the readers screen. Further investigation was conducted and the reader was de-cased. The pcb (printed circuit board) was visually inspected and no issues were observed. The cpu (central processing unit) was physically pressed against the reader¿s pcb and the reader powered up. The error-2 was no longer observed. It has been determined that there was poor connection between the pcb and cpu. This can cause the battery not to charge. The complaint is confirmed.

Event description:
Customer reported his adc freestyle libre reader produced an error 2 message. He further reported that on (B)(6) 2018, due to this issue, he could not receive a reading so he self-administered a glucagon injection.